Event description:
It was reported that a patient had a monogram done in 2010, which left a "hole in her spine" that was leaking cerebral spinal fluid. "Monogram" may have been referring to "myelogram." The reporter stated that a blood patch was done to help seal the hole, but in order to do this they took out her device. It was noted that the implantable neurostimulator was removed (B)(6) 2010 but the leads were left in. The reporter stated that the patient had had many mris since the implantable neurostimulator explant, "on her back, neck, shoulder and everything else." It was reported that the patient had an appointment with her health care provider on (B)(6) 2012. Two weeks later, it was reported that the patient hadn't seen her implant doctor since (B)(6) 2009. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4). Product type: lead: product ID neu_ unknown_lead, serial# (B)(4). Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708160, serial# (B)(4). Product type: extension: product ID 3708160, serial# (B)(4). Product type: extension. (B)(4).